Event description:
Reportedly, an unknown stapler was used during a distal gastrectomy in 2004. The pt subsequently expired. The partial dehiscence of the duodenal stump staple line (at its mid point) was reported as a contributory factor in the pathology report.